Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had occlusion. The customer¿s blood glucose level was unknown. The occlusion was resolved by changing reservoir and there were air bubbles in the reservoir which were removed. The resrvoir will not be returned for analysis.